Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Approximately two weeks post-operative, the acetabular cup was noted to be loose. An upcoming revision procedure had been indicated for cup loosening. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a loose acetabular cup. The acetabular cup, modular head and liner were removed and replaced.